Manufacturer narrative:
Findings: pump received with button error alarm and intermittent act button response due to corroded keypad traces. Pump received with normal operating currents. Pump was monitored and no unexpected failed battery alarms or frozen display occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer stated got a button error when she tried to suspend pump and the buttons froze. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.